Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During surgery head of the screw disassembled from the shaft. The shaft remained implanted in pt's mandible.